Event description:
Patient revised to address loose cup. Update (B)(6) 2010 - medical records were received and further indicate metallosis. The femoral head has been added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.